Manufacturer narrative:
A ge service rep performed an on site investigation. The ps3 power supply was repaired during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the vertical lift column on the 8800 system would intermittently not work. No pt injury was reported.